Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting and no patient extension lines were in use. The patient did not disconnect prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device. The home patient (hp) checked the lines and bags and found that the supply bag had been leaking due to the connection being loose. The hp cycled the power off and on to clear the alarm which was followed by a system error 2367. The hp then ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The care giver was to start over with new supplies and would notify the hp's peritoneal dialysis registered nurse. Proper procedures were reviewed with the hp and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.